Event description:
The pump reportedly underdelivered during routine biomedical engineering preventative maintenance testing. The pump reportedly delivered 17ml with an expected delivery amount of 20ml. There were no reports of any problems while the device was in clinical use. No add'l info was available.